Event description:
Reporter called in to report that her freestyle libre 3 continuous glucose monitor for their dog is defective, producing low readings, and has alarm system issues. Reporter also stated that the lot number of the device, t60003434, is on the recall letter she received in the mail from the manufacturer. Reporter stated no adverse effects occurred with the dog.